Event description:
Reported by the physician as a slightly pink indurated area at the site of previous collagen treatment. The physician was able to express pus from one area. Treatment included oral antibiotics.